Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system had grid lines and bunch of artifacts on the images. The manufacturing representative stated that, the system was powered on and waited an hour before doing the rad and gain calibrations but did not resolve the issue. There was no patient present when this issue occurred. It was later noted that the site was taking shots without using abs. They were manually setting kv and ma.